Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 207 mg/dl. The customer stated that he went to go put in his bolus and there was a puncture on the screen. He was not able to see part of the screen. The troubleshooting was performed for partial display. The customer was advised that the insulin pump would need to be replaced and revert to back up plan. The insulin will be returned for analysis.